Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) battery is not charging. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the batteries (0146-00-0039) and also installed the 5k hour kit and safety disk due to hours of use. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.